Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 79", "pacer fault 122", "defib disabled", and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib (pd) engine board was removed and returned. The customer's report was duplicated and attributed to a faulty capacitor on the pd engine board. Analysis for reports of this type has not identified an increase in trend.